Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for both reported lot numbers (lot #5715884 & lot #5746882), and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 350cc gel breast prosthesis that ruptured after implantation. Rupture was diagnosed by a physical exam, by mammogram, and by ultrasound. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Two lot numbers and two serial numbers were reported to mentor (lot #: 5715884, serial #: (B)(4) for patient¿s left breast prosthesis, lot #: 5746882, serial #: (B)(4) for patient¿s right breast prosthesis). It is currently unknown which is the ruptured device. If clarification is received, a supplemental report will be submitted.

Manufacturer narrative:
On 17-aug-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, a rupture occurred in the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. As the authorization form for examination was not received, the product evaluation lab couldn¿t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received a device with lot #5715884 on 06-may-2021. This corresponds to what was reported for the patient¿s left breast prosthesis. The lot number of the ruptured right breast prosthesis was reported to be 5746882. On 14-jul-2021, mentor became aware that the received device is the complaint device. As a result, the following have been updated: lot number is 5715884. Serial number is (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 8, 2021, device re-evaluation was completed as follows: mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the smooth hpg, 350cc breast implant was found to be ruptured in two parts and received incomplete. Additionally, an anomaly was observed on the edges of the tear consistent with shell abrasion. The evaluation determined that the cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information about the event. The patient underwent explantation on (B)(6) 2020. Reason for device explant and/or reoperation: breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 15-apr-2021, mentor received additional information about the event: the patient age at the time of event is 55 years old. The event date is (B)(6) 2020. Clarification was received and it was the patient¿s right breast prosthesis that had a rupture. The lot number was updated to 5746882 and the serial number was updated to (B)(6). An updated explantation date of (B)(6) 2020 was reported. The patient had both of her breast prostheses removed and they were replaced with mentor memorygel breast implant 605cc gel breast prostheses. Manufacturer¿s reference number: (B)(6).